Event description:
The staff in clinicians room last week were unable to flush the pump when priming it. I was not here but my understanding is that they were able to fill the reservoir but when they tried to flush the catheter they could not get any fluid to go through it. They were using the needle with the tubing and the tag and dr (B)(6) tried as well. They wasted that pump and got another which primed ok and was implanted. I have the pump they wasted and would like to send it back for replacement. It was never put in the patient but was on the backtable. The surgery was delay more than 30 minutes.

Manufacturer narrative:
(B)(4). UDI: the full UDI code is not available. As the expiration date is unknown at the moment. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
On 11/25/2014 additional information recieved explained that the device was never implanted. It was on the sterilie field but not implanted because they could not complete priming. The type of procedure was perfusion isolated liver placement hapatic pump. The form sent by the customer indicated that the event date was (B)(6) 2014.

Manufacturer narrative:
A follow up report is being filed to correct the UDI code as the device returned was actually that of ap03000h and not ap03000l as initially reported. The UDI and gtin code is as follows: (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the evaluation of the pump it did not reveal any anomalies on the exterior metal surfaces. The silicone septum revealed several needle penetration marks. The catheter was properly attached and revealed a clean and open flow path. The reservoir was emptied, approximately 30 mls of clear particle free fluid was collected. When attempting to flush the bolus pathway, it was verified that the pump could not be flushed/bolused. Several bolus needles were used and the needle was placed in a perpendicular fashion as recommended in the IFU, however, bolus flush could not be achieved. This finding indicates that there is a bolus malfunction. This is consistent with a previous complaint for bolus failure ((B)(4)). Destructive evaluation revealed that the cup lever slot gets caught in the spool preventing proper bolus function. It is possible that the slot on the lever was not buffed properly resulting in burred edges (that get caught on the spool), however; this was not confirmed with the subject pump. The complaint of "unable to flush the pump" was confirmed and is due to bolus malfunction associated with manufacturing defects. The r&d director was notified of this complaint and will review with engineering. A review of the device history records did not indicate any manufacturing defects including bolus malfunction during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.